Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical supervisor reported a patient that experienced an unsatisfied post operative visual outcome post cataract surgery. The reporter indicated the doctor was unsure if the event was related to the aberrometer or the toric calculator; however he implanted the aberrometer suggested intraocular lens (iol). The reporter stated the iol was later explanted.